Event description:
Customer reported problems with his insulin pump. The customer's blood glucose reading was 120 mg/dl. The customer stated of no deliveries and motor error alarm. The alarm history was checked. The customer also mentioned that the drive support cap was protruded. Advised to take manual injections. No further information was reported.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. All button function properly, however, moisture damage was found on the keypad traces. All operating current were normal and no battery alarm observed during analysis. A scratched lcd window, cracked case, cracked reservoir tube lip and cracked reservoir tube window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.